Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt rec'd a blow to her head. Six electrode channels now have high impedances and two electrode channels have short circuits. It would appear that the active electrode is broken.